Event description:
Pt was admitted to ICU for a cardioversion. After the cardioversion the pt developed "burns" on his chest from the cardioversion pads. The burns were comparable to a sunburn. The biomed technician was notified and asked to contact hewlett packard in regards to the "burns" to rule out equipment malfunction. Hewlett-packard visited the hospital and checked the equipment and found no problems. Hewlett-packard did replace the pads co had been using with new pads. Hewlett-packard also said the pt may have just had a reaction to the gel on the pads. In the meantime, follow-up was done with agilent technologies regarding cardioversion "burns". Co sent articles pertaining to the "burns".